Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed and the (B)(6) FDA registration number has been used for the manufacture report number. Medwatch report # mw5109277. Investigation summary: a complaint of a set being severed and leaking was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the model and lot number are unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents.

Event description:
It was reported that the unspecified bd infusion set was leaking underneath the machine and the line was completely severed. The following information was provided by the initial reporter: IV line was leaking underneath the machine; the portion of the IV line inside of machine was noted to be completely severed.